Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed and passed all tests performed, and exhibited normal device characteristics. The ipg analysis revealed that it was in a hibernation state upon receiving and it was fully charged in one cycle. A low charge current was noted (indicative of sub-optimal charging), resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. With all the available information, boston scientific concludes that the charging issue was confirmed. The data log confirmed that the user likely had difficulty properly aligning the charger and stimulator during charging.